Event description:
Customer reports to have received a no delivery alarm during bolus. Customer's blood glucose was not givenl. After troubleshooting, customer was advised that insulin pump was functioning as designed. Cutomer was advised that no delivery was caused by set / reservoir occlusion. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)